Manufacturer narrative:
This event was reported in (B)(6). It was discovered on follow up x-ray that the accuport cannula had fractured intraoperatively and approximately 26 mm of the tip of the accuport is retained in the patient. Report from the in-country sales team is that the knee was manipulated while the accuport was in the body. The team reported that the accuport was not redirected during insertion. This was an x-ray finding as the patient is asymptomatic (no side effects were detected). This failure mode, as described above, is related to a bending moment being applied intraoperatively. Per the subchondroplasty scp knee surgical technique, care must be taken to avoid applying bending forces on the cannula while manipulating the knee during scoping, to avoid damage to the cannula or surrounding bone." The DHR for the finished goods lot was reviewed, and no anomalies related to the complaint condition were noted. The product was not returned for the investigation, as it was discarded. The DHR for the raw material has been requested. Once received, an additional report will be submitted with the findings.

Event description:
Piece of cannula left in patient's joint postoperatively.

Manufacturer narrative:
The DHR for the raw material used in the event was received and reviewed. There were no anomalies related to the complaint condition reported.

Event description:
Piece of cannula left in patient's joint postoperatively.